Event description:
The following has been reported by customer: when the pump is turned on, the red indicator lights up and there is a constant sound signal. Error 54-0080 is displayed. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. The reported device was not received in brézins for investigation because it was repair locally. According to provided informations, the pump is not under warranty. There is mechanical damage, the board is displaced from the slots and the contact tracks are damaged. The customer decides whether to repair it with us or transfer it to a third party. No further update from the customer. Based on this information the root cause of this defect was found likely due to an mishandling of the device which corresponding to a misuse. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse. The trend is: n/a.